Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual decrease of pacing impedance measurements from 400 ohms to 260 ohms. There was also a decrease in sensing. Isometrics and pocket manipulations were successful in creating noisy signals. The physician suspects insulation damage and plans to intervene. The patient is not pacemaker dependent and there were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead noted both the internal and the external insulation was abraded through to the conductor coil. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual decrease of pacing impedance measurements from 400 ohms to 260 ohms. There was also a decrease in sensing. Isometrics and pocket manipulations were successful in creating noisy signals. The physician suspects insulation damage and plans to intervene. The patient is not pacemaker dependent and there were no adverse patient effects reported.